Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading erratic. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 6:19pm. He reported he observed blood glucose results of ''203, 142, 212, 117, 222, 146 and 160mg/dl'' with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient reportedly manages his diabetes with an unknown type and dose of insulin through pump therapy and reportedly increased his insulin dose up to 35 units for that day in response to the alleged issue. He claimed that approximately 2 hours after testing, he developed symptoms of ''a headache'' but denied receiving any other form of treatment other than administering insulin. No other device was used for testing. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to an adverse event since the patient symptoms did not correlate with lfs' definition suggestive of a serious injury nor did he administer inappropriate self treatment. However, this complaint is being reported because the alleged product did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.